Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. Product from the same lot # was pulled from our shelf stock for evaluation (qty.17). During our laboratory analysis, the acusnares were connected to an electrosurgical power supply unit and current was successfully applied. The acusnares cut and cauterized the sample as intended. The outer sheath remained cool and did not melt. Smoke was not observed during our evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the sealed product. After a review of the device history record for this lot #, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there has been a total of 2 reported occurences of this nature. Therefore, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. The sealed product from our shelf stock functioned as intended. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all acusnare polypectomy snares are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy, the physician used a cook endoscopy acusnare polypectomy snare. The snare was closed around the polyp and current was applied. Smoke was exiting the outer sheath approximately 5cm from the handle of the snare. The outer sheath was also observed to be melted in this area. The electrosurgical unit was used to apply 40 watts of power for only 2 seconds when these observations were made. The procedure was stopped and rescheduled for a later date in order to allow the pt to rest. A foreign object did not have to be retrieved from the pt. Other than a procedure to complete the originally planned procedure, no additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.